Event description:
A dry suction chest drain had been operating without incident since implemented three days prior. During nursing assessment, nurse noted that the suction monitor bellows was not fully expanded; therefore nurse knew that the suction was not operating correctly or was disconnected. The nurse began troubleshooting the system and noticed almost immediately that the bellow appeared to be caught on something--a plastic tab in the chamber. The system was changed out to another with no further incidents. The nurse noted that prior to noting problem with suction, patient had complaints of increased pain with deep breathing, but overall pain was under control. Patient tolerated exchange of suction units without complaint. The nurse discarded the malfunctioning unit.